Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the piston was not able to retract when performing rewind step. Reportedly, the pump was rebooted and the pump piston retracted slightly during rewind. It was noted that the pump completed the rewind step after changing the pump's battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.